Event description:
As reported by the user facility: event 3: it was reported that the streamlines are causing air to get into the system. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) unused sample in original packaging were provided for evaluation. The samples were visually inspected, during which no visual anomalies or discrepancies were detected. Also, the samples were subjected to a leak test and leakage was observed. Furthermore, a closer examination revealed no evidence of cuts, perforations, or any other forms of damage within the tubing that could potentially allow air ingress into the system during operational use. Based on the evaluation results, the reported defect was unable to be confirmed. Retained units were evaluated and passed the internal testing. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. The product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.